Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the coupler was corroded and there were cracks on the connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the noisy image was caused by a faulty cable. A root cause could not be established for the faulty cable, couple corrosion and cracks on the connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which confirmed the reported event occurred during preparation for use for a therapeutic procedure. The intended procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had suspected defective contact and image anomalies. There were no reports of patient harm.